Event description:
Following a urethral bulking implant procedure in 06, the doctor observed exposed material on 4/1/06. Two weeks earlier, the patient experienced pain and was given pyridium for pain and macrobid. On 03/20/06, patient was still experiencing pain and began using xylocaine in her urethra. She returned to the office twelve days later experienced stabbing pain in the urethra and was scheduled for a cystoscopy. During the cystoscopy on 4/1/06, the doctor removed a piece of bulking material sticking out of the injection site and removed very small pieces from inside the urethral lumen. The area was left to re-epithelize, a catheter was placed to give the urethra time to heal, and cipro was prescribed. During cystoscopy five days later, the doctor observed the same exposed material and removed the material via graspers. Fourteen days later, the patient returned for follow-up and was still experiencing persistent pain and her incontinence had returned. The treatment volume per side was 1.5cc bilaterally using the flexible needle; transurethral approach; rate of injection was 60 seconds per cc; the needle was held at injection site for 90 seconds; position of injection site was 9 and 3 o'clock; and the needle was imbedded to shoulder. The patient was scheduled for a follow-up examination 14 days later.